Manufacturer narrative:
On 7/8/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, after insertion into the right atrium, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke; however, it did not appear to break into two pieces. Minimal amount of blood and ¿white stuff¿ were leaking back from the valve. The sheath was replaced, and the issue was resolved. The procedure was continued without further issues. No patient consequences occurred. Device evaluation details: the device was inspected, and hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. Note:a picture of vizigo sheath was attached by the customer, blood residues observed on the vizigo and syringes. A manufacturing record evaluation was performed for the finished device 00001236 number, and no non-conformance was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, after insertion into the right atrium, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke; however, it did not appear to break into two pieces. Minimal amount of blood and ¿white stuff¿ were leaking back from the valve. The sheath was replaced, and the issue was resolved. The procedure was continued without further issues. No patient consequences occurred. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered to the patient. No medical/surgical intervention was required to stop the bleeding. The carto 3 system was operating per specifications and not responsible for the product issue. They reported that the sheath was determined to be the root cause of the complaint reported. A picture of the sheath was provided by the customer. This picture was reviewed and it appears that the hemostatic valve was dislodged inside the hub. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as a patient event. Should additional information become available this record may be revised. This event was assessed as an MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation on june 1, 2020 and identified that the device was received in the condition reported as the hemostatic valve was dislodged inside the hub. This returned condition remains assessed as an MDR reportable event.